Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the back flow of blood from device to patient. The following information was provided by the initial reporter: the customer noticed ¿when collecting blood for the patient in the outpatient clinic two tubes were used, one tube was a green cap and the other tube was a purple cap. When the second tube (purple tube) was replaced, it was found the backflow of blood. The purple cap tube was immediately removed.